Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the pump and transmitter were out of range and tandem technical support directed the customer to bring the transmitter and the pump within range to resolve the issue. However, the transmitter continued to not connect to the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.